Event description:
The distributor reported that the threads of the screw became detached from the screw during the procedure and they could not be retrieved, and also that post operatively all the screws broke. Product ID and lot number were not available. Further info was requested from the user facility.